Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and elected not to change the infusion site because it had been changed the prior day, though tubing, cartridge, and connector were changed; during the call the blood glucose began to decrease and the user was advised to monitor and change the infusion set if levels did not continue to drop. Symptoms included elevated blood glucose with a reported peak of 283 mg/dl without ketone testing, backup therapy, professional intervention, or acute complications. Outcomes included transient hyperglycemia without medical treatment or hospitalization. Investigation included troubleshooting guidance and user education regarding infusion set management. Investigation of this case revealed no confirmed device malfunction and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.